Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)', 'menorrhagia (heavy menstrual bleeding)') in a 33-year-old female patient who had essure (batch no. C18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst and multiparous. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced pelvic pain ("pain nos/pain") and dysmenorrhoea ("dysmenorrhea (cramping),"), 30 days after insertion of essure. On (B)(6)2015, the patient experienced migraine ("migraine/migraines / headaches"), nausea ("nausea"), visual impairment ("vision problems/vision/eye problems type: spotty"), stress ("psychological injuries/psychological or psychiatric problems condition: stress"), alopecia ("hair loss"), hyperhidrosis ("hormonal changes describe: sweating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary/ vaginal): multiple bacterial vaginosis infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological injuries/psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions: skin allergy uterus/rash inside uterus"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), thrombosis ("blood or heart disorder/condition type: massive blood clots"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), feeling abnormal ("brain fog") and dizziness ("other injury or complications: dizziness frequently") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced the second episode of menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), back pain ("lower back pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (lvah, bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the last episode of menorrhagia, urinary tract infection, stress, hyperhidrosis, vaginal haemorrhage, cystitis, bacterial vaginosis, anxiety, urinary tract disorder, dizziness and back pain outcome was unknown and the pelvic pain, migraine, nausea, visual impairment, weight decreased, alopecia, female sexual dysfunction, rash, bladder disorder, thrombosis, tooth disorder, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, feeling abnormal and genital haemorrhage had resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, cystitis, dizziness, dysmenorrhoea, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, hyperhidrosis, migraine, nausea, pelvic pain, rash, stress, thrombosis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff received treatment for: pain, menorrhagia, uti, migraine, nausea, vision problems, weight loss, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2015: essure confirmation test (unspecified) result- bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Lot number added. New events: hormonal changes describe: sweating, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder/vaginal- multiple bacterial vaginosis infections, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: stress/anxiety, rashes or skin conditions type: skin allergy in uterus, bladder or urinary problems or changes, migraines / headaches, blood or heart disorder/condition type: massive blood clots, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), pain, vaginal discharge, vision/eye problems type: spotty, fatigue, weight loss, hair loss, other injury(ies) or complication please describe: brain fog were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pain ("pain nos"), urinary tract infection ("uti"), migraine ("migraine"), nausea ("nausea"), visual impairment ("vision problems"), psychological trauma ("psychological injuries") and alopecia ("hair loss") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy(full)). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, pain, urinary tract infection, migraine, nausea, visual impairment, weight decreased, psychological trauma and alopecia outcome was unknown. The reporter considered alopecia, menorrhagia, migraine, nausea, pain, psychological trauma, urinary tract infection, visual impairment and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for: pain, menorrhagia, uti, migraine, nausea, vision problems, weight loss, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: reporter information, patient demography, lad data was added. Previously added "injury" was replaced with" pain". New events " menorrhagia, uti, migraine, nausea, vision problems, weight loss, hair loss, psychological injuries" were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)', 'menorrhagia (heavy menstrual bleeding)') in a 33-year-old female patient who had essure (batch no. C18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, multiparous, anxiety, cervical cancer, venereal disease nos, adhd, otitis, shortness of breath, pneumonia, dyspareunia, ear pain, wheezing, viral infection, ruq pain, abdominal pain, dysuria, hematoma, constipation and bowel adhesions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pain nos/pain") and dysmenorrhoea ("dysmenorrhea (cramping),"), 30 days after insertion of essure. On (B)(6) 2015, the patient experienced migraine ("migraine/migraines / headaches"), nausea ("nausea"), visual impairment ("vision problems/vision/eye problems type: spotty"), stress ("psychological injuries/psychological or psychiatric problems condition: stress"), alopecia ("hair loss"), hyperhidrosis ("hormonal changes describe: sweating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary/ vaginal): multiple bacterial vaginosis infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("psychological injuries/psychological or psychiatric problems condition: anxiety"), genital rash ("rashes or skin conditions: skin allergy uterus/rash inside uterus"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), thrombosis ("blood or heart disorder/condition type: massive blood clots"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), feeling abnormal ("brain fog") and dizziness ("other injry or complications: dizziness frequently") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced the second episode of menorrhagia (seriousness criteria medically significant and intervention required), urinary tract infection ("uti"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), back pain ("lower back pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (lvah, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the last episode of menorrhagia, urinary tract infection, stress, hyperhidrosis, vaginal haemorrhage, cystitis, bacterial vaginosis, anxiety, urinary tract disorder, dizziness and back pain outcome was unknown and the pelvic pain, migraine, nausea, visual impairment, weight decreased, alopecia, female sexual dysfunction, genital rash, bladder disorder, thrombosis, tooth disorder, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, feeling abnormal and genital haemorrhage had resolved. The reporter considered allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, cystitis, dizziness, dysmenorrhoea, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, genital rash, hyperhidrosis, migraine, nausea, pelvic pain, stress, thrombosis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment, weight decreased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff received treatment for: pain, menorrhagia, uti, migraine, nausea, vision problems, weight loss, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2019: loculated mixed density fluid collection in the pelvis at the apex of vaginal cuff approximately 8.3x 6.4x 7.2 cm. This may represent post-operative hematoma\seroma, however, is somewhat concerning for organizing abscess giver, the peripheral enhancement and loculation2. Bilateral adnexal cyst. 3. Pelvic small bowel adhesion with mildly prominent fluid filled pelvic small bowel loops. No high grade bowel obstruction. Imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) result- bilateral occlusion. Pathology test - on (B)(6) 2018: satisfactory for evaluation, endocervical component present negative for intraepithelial malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.